Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was slow solenoid. The root cause assigned in final investigation report is supplier manufacturing process.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The main printed circuit board assembly (pcba), muffler assembly, purge tube assembly and polyurethane tubing components were replaced. The user verification test and operational verification procedure were performed and the device passed all tests, performing as per manufacturing specifications. The suspect main pcba was returned to vyaire's failure analysis department for further evaluation. Upon completion of the final evaluation, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault" and the ventilator also had a broken exhalation valve receptacle. The customer reported that there was no patient involvement.